Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however the distal conductor had blood/body fluid (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported that the left ventricular lead was unable to be implanted because of patient anatomy. The lead was removed and replaced. No patient complications were reported as a result of this event.